Event description:
Medtronic has rec'd the stent graft delivery system and its analysis has been completed. From the info provided the source of the slow aaa enlargement from 60 mm to 68 mm in 4 years is difficult to determine. The lumbars back bleeding after the stent graft was removed may have contributed to the aaa enlargement. It is not apparent that the abrasion holes in the iliac limb contributed to the leak as no leak was noted in that area. The stent graft was fairly well incorporated and did not migrate and the stent fractures were not in the seal zone.

Event description:
Company has received the stent graft delivery system and its analysis has been completed. From the information provided the source of the slow aaa enlargement from 60 mm to 68 mm in 4 years is difficult to determine. The lumbars back bleeding after the stent graft was removed may have contributed to the aaa enlargement. It is not apparent that the abrasion holes in the iliac limb contributed to the leak as no leak was noted in that area. The stent graft was fairly well incorporated and did not migrate and the stent fractures were not in the seal zone.

Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and it components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that a recent follow-up demonstrated a type ii endoleak with aneurysm enlargement. The physician elected to explant the stent graft. The stent graft is scheduled for removal 56 months after the implantation of the stent graft. No additional sequelae were reported and at the time of this report the pt is fine. Medtronic has not received the explanted stent graft for eval.